Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the powercurve was advanced into s1 for in preparation for delivery of a star-0510l spine star probe. Once placement was confirmed the physician attempted to remove the powercurve but it was stuck and could not be pulled out. The physician tried many different ways to dislodge the stuck instrument including use of a cast spreader, a lap cap with a mallet, him rotating and pulling back on the device with no success. The only option at this point was to attempt to pull the working cannula and the powercurve out as 1 unit. The physician was able to successfully remove the working cannula and the upper part of the powercure, however, the serrated portion of the powercurve detached within the patient's sacrum and was left behind embedded. Physician states the piece left behind was small with no risk of migration or other complications. There are no plans to remove the foreign body from the patient.